Event description:
A doctor alleged that three (3) patients had experienced the loss of a crown approximately one (1) month after placement with the maxcem elite product. This is the third of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. Although the doctor identified two (2) different lots associated with the loss of a crown, he could not verify which catalog number or lot number was used on the patient; therefore, no catalog numbers or lot numbers were identified in this report. The lots involved in the alleged incident included lot numbers 4772309 (catalog #33874) and 5049097 (catalog #33872). The doctor cleaned out the patient's crown and re-cemented it using a different product. To date, the patient is doing fine. The product from both lot numbers was returned and a physical evaluation was performed, yielding results within specifications. In addition, no similar complaints were received with regard to both lots.